Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Cotton sides are ripping and being left inside me: vagina [foreign body in reproductive tract] tampons rip/cotton sides are ripping [device breakage]. Tampons rip are your pulling them out. Cotton sides are ripping and being left inside me when I remove the tampons [complication of device removal]. Case narrative: consumer reported via e-mail that the tampons rip during removal. No serious injury reported.